Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead was noted to have no capture and no sensing. The physician elected to explant and replace the ra lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and loss of sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage. Visual, electrical testing and x-ray inspections of the lead found no anomalies except for procedural damage.